Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: (B)(4) implantable pulse generator 2008 (B)(6); product ID: 5076-45 implantable pacing lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Evaluation summary: no anomalies found, however the proximal conductor was pulled/stretched/overstressed, the distal conductor was pulled/stretched/overstressed, the inner insulation was pulled/stretched/overstressed, the outer insulation was pulled/stretched/overstressed, the outer insulation was kinked/buckled, and there was apparent explant damage; the analyst noted that the lead was returned with severe explant damage. Cross continuity test result was failed due to inner insulation breach. Destructive analysis was performed along with electrical analysis of distal and proximal conductors and no discontinuities were observed; due to the stretched conductors and damaged insulation, the type of lead segment returned could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.